Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received twelve in-appropriate therapies; however the patient has not been seen for follow up since implant. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.